Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint anchor broke. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor, the distal end was fractured away and not returned. The retention suture was not returned. There is debris on the anchor fragment and insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint anchor broke. All broken pieces were removed from the patient using tweezers. The procedure was successfully completed with non-significant surgical delay using a back-up device in the used the originally drilled bone hole. No further complications were reported.